Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, these 840 ventilators generated a breath delivery (bd) error code and stopped ventilation. The service personnel (sp) inspected the ventilator, confirmed the bd error code which would have resulted in a loss of ventilation (lov). Based on the code, sp replaced the exhalation transducer printed circuit board (pcb) and analog interface (ai) printed circuit board assembly (pcba). During evaluation, the unit failed the extended self test (est). Based on the est codes, sp replaced the exhalation valve. The unit passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated in the field to a potential fault in the exhalation transducer pcb and/or ai pcba. The cause of the secondary issue of est failure was isolated to potential fault in exhalation valve. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while in use on a patient, this 840 ventilator generated a breath delivery (bd) error code and stopped ventilation. There was no reported patient injury.